Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue. Visual inspection found haptic bent and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -8.5 diopter tore/broke during loading the lens into the nozzle. This occurred on (B)(6) 2019. An alternate lens was successfully implanted on the same date and the problem is resolved. The cause of the event is reported as unknown.